Event description:
It was reported that in a balloon-expandable stent implantation procedure, the physician utilized a microcatheter and a subject stent for treatment. During delivery, a significant resistance was encountered into the microcatheter. The physician attempted to retract the subject stent slightly within the microcatheter before continuing advancement, but during retraction, the subject stent deployed within the microcatheter. Subsequently, the physician withdrew the microcatheter and subject stent together and replaced them with a new stent and microcatheter with the same specifications. The procedure was completed successfully and there were no clinical consequences reported to the patient.

Manufacturer narrative:
D10 product available to stryker / returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned deployed and noted to be intact. The distal end of the stent deliver wire (sdw) was noted to be kinked/bent. The stent introducer sheath was not returned. The reported event was confirmed during analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "after pre-operative inspection confirmed the integrity of the subject device and microcatheter and thorough flushing, the physician attempted to deliver the subject device using the ruikangtong microcatheter. However, significant resistance was felt upon the stent's (subject device) entry into the microcatheter. The physician attempted to retract the subject device slightly within the microcatheter before continuing advancement, but during retraction, the subject device deployed within the microcatheter. Subsequently, the physician withdrew the microcatheter and subject device, replacing them with a new stent and microcatheter of the same specifications to successfully complete the procedure.". Additional information received from the customer indicates that the subject device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the subject device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The subject device was returned and the subject device returned prematurely deployed and was intact. The sdw was noted to have been kinked. Based on available information and analysis of the returned subject device it is likely that, during advancement of the subject device to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject device partially deployed into the gap created by the proximal sheath movement. The user will then experience resistance while attempting to continue to advance the stent, resulting in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported 'stent difficult/unable to transfer' and ¿stent deployed prematurely during use' and analyzed ¿stent deployed prematurely during use', and 'sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that in a balloon-expandable stent implantation procedure, the physician utilized a microcatheter and a subject stent for treatment. During delivery, a significant resistance was encountered into the microcatheter. The physician attempted to retract the subject stent slightly within the microcatheter before continuing advancement, but during retraction, the subject stent deployed within the microcatheter. Subsequently, the physician withdrew the microcatheter and subject stent together and replaced them with a new stent and microcatheter with the same specifications. The procedure was completed successfully and there were no clinical consequences reported to the patient.